Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported that white spots and a blurred image appeared on the monitor. This rendered the image unusable and caused a loss of the live image. There is no report of pt injury associated with this event.